Event description:
Pt requested re-intubatiin. Two laryngoscopes found to have dead batteries related to the equipment handles malfunctioning. Pt intubated succesfully using another laryngoscope tray.